Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a qdot micro catheter. The catheter got caught and hung up in mitral valve leaflet and actually became impinged and they could not get it out without calling in another physician to assist in finding a way to get it un-hung up. When they pulled the catheter out, it was completely kinked. It had a complete bend and not usable. The catheter was replaced and the procedure continued and completed. They monitored for a pericardial effusion and verified the valve was opening and closing appropriately with intracardiac echocardiography (ice). There was no patient consequence reported. Additional information was received on 09-jul-2024. No pericardial effusion reported in the patient. No patient consequence. The kink/bend did not result in wires being exposed. The kink/bend did not result in any lifted or sharp rings. Once the catheter was freed from the valve apparatus, it was removed easily. The issue was found about 1.5-2 cm from the tip. The catheter was not pre-shaped.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 30-jul-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a qdot micro catheter. The catheter got caught and hung up in mitral valve leaflet and actually became impinged and they could not get it out without calling in another physician to assist in finding a way to get it un-hung up. When they pulled the catheter out, it was completely kinked. It had a complete bend and not usable. The catheter was replaced and the procedure continued and completed. They monitored for a pericardial effusion and verified the valve was opening and closing appropriately with intracardiac echocardiography (ice). There was no patient consequence reported. The device evaluation was completed on 09-aug-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and dimensional test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no bents or kinked conditions. No other damage or anomalies were observed. A dimensional test was performed, and the outer diameters of the device were found within specifications. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The bent condition reported by the customer could not be confirmed during the product investigation. The catheter instructions for use (IFU) contain the following recommendations: do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).